Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a clinical visit, a patient complained that her implantable cardioverter defibrillator (ICD) had been vibrating. Upon interrogation, it was found to be in backup vvi mode. The patient had been non compliant with their cardiologist and was unaware of the backup mode. The device was reset to nominal settings, the leads were tested & programmed to appropriate settings. The patient was not pacemaker dependent, and therefore had no adverse reactions or symptoms related to the back up mode. The device was functioning appropriately at the end of the visit.